Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was there any patient predisposing event (cough, fall, etc) prior to patient hearing a ¿pop¿? There was no instigating factor prior to the patient hearing a "pop": no heavy lifting, etc. What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence - it was the surgeon's opinion that the dehiscence was the result of a suture failure not patient-related or ob/gyn procedure issue in the original c-section was the suture found broken, can you identify where (termination, middle, end)? In the second procedure: the suture was broken in the middle not at the end. Do you have the suture for evaluation? No suture was removed in the procedure and no suture is available for study. Were any photos taken of the suture during second procedure? No photos during the second procedure. What is the current condition of the patient? I do not know the patient's current condition.

Event description:
It was reported that a (B)(6) year old patient underwent a scheduled low transverse cesarean section procedure on (B)(6) 2017 at (B)(6) weeks, (B)(6) days gestation and barbed suture was used. The patient also had a tubal ligation. Barbed suture was used to repair the fascia. The patient had an uncomplicated postpartum course and was discharged home on (B)(6) 2017. On (B)(6) 2017 the patient felt a "pop" and her skin incision opened a small amount with copious drainage of clear fluid. The patient was then seen on (B)(6) 2017 in the physicians' office and had the incision packed with a small amount of nugauze. It was noted approximately 1cm skin separation. The patient then experienced increased pain and some redness around the incision and went back to the clinic on (B)(6) 2017. It was then noted that there was copious serous drainage and some erythema of the skin and an open track was felt under the skin throughout the entire incision. The physician instilled 10 cc of 0.25% marcaine and opened the incision about 4-5cm. The physician then identified intestine in the patients subcutaneous area. The patient was taken to the or for general surgery for bowel inspection and wound closure. It was noticed that the barbed suture had broken in the middle and the fascia had dehisced. The bowel did not show evidence of injury. The peritoneum and fascia was then closed with suture. The surgeon opined that the dehiscence was the result of suture failure. Additional information has been requested.